Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The part was returned to the manufacturing site for investigation. A visual inspection of the subject part was performed. It was noted that the chamfers, the sharp edges and the internal surfaces roughness are damaged/degraded at the drill adaptor extremities (e.g. Entry point and exit point). The most likely root cause of the event is wear and tear. It is noted that the damage will be worsened if the surgeon do not drill with the drill bit coaxial to the drill adaptor internal axis. It was indicated that the drill adaptor mechanical drawing can be modified to reduce deformation at the entry of the adaptor generated by the insertion of the drill.

Event description:
On 6th january, the field service engineer (fse) assisted (B)(6) during seeg surgery. After drilling the bone guided by the robot on the first trajectory, the surgeon wanted to introduce the screwdriver of the guiding screw. He had difficulties to do it so it was recommended by the fse to clean it as much as possible and introduce the drill bit (used just before) to make sure that nothing into the drill adaptor is blocked. Nothing changed after these actions so the surgeon decided to use the 2nd rosa surgery set and use its 2nd seeg drill adaptor. Defected drill adaptor is mt-02-161 s17166.